Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request to have data from this device analyzed was not made. Subsequently, this device was explanted with premature battery depletion (pbd) also noted. A new device was implanted. Other than the intervention, no adverse patient effects were reported. This device has not been returned for analysis.